Event description:
It was reported that during a lung volume reduction, the device only fired staples on one side of the staple line, this occurred with three devices. The procedure was completed with a like device. There was no adverse consequence to the patient.